Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. It was reported that the stent delivery system was delivered without pre-dilatation (direct stenting). Implanting the stent without pre-dilatation likely did not contribute to the reported patient effects approximately 14 months post-procedure; however, the IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2010 the patient underwent direct stenting in the distal right coronary artery (drca) with one 3.0 x 23 xience v stent and in the proximal rca (prca) with one 4.0 x 28 xience v stent. On (B)(6) 2011, the patient was re-admitted with back pain that radiated to the left breast for two days. This was determined to be unstable angina and the patient had a positive functional ischemia study. Cardiac catheterization showed progressive coronary artery disease with in-stent restenosis and other lesions. The patient underwent coronary artery bypass graft surgery on (B)(6) 2011 in the index right posterior descending artery (branch of rca) and in the non-target vessels in the mid left anterior descending artery and the first diagonal artery. There was no additional information provided.